Event description:
Contact reported that one of the eagle screws had backed out from the swift plate postoperatively surgeon is taking no action at this time. As event of this nature can result in the need for surgical intervention an MDR is being filed to document this event.